Event description:
It was reported that the batteries were "no longer lasting as long and were behaving strangely." It was also reported that the controller exhibited an unexpected loss of power during a "normal" power source exchange. Review of log file data revealed that the ventricular assist device (vad) exhibited low flows. The vad and controller remain in use and the batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 28-jul-2023 h5: no d1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 01-may-2023 h5: no d1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 01-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6), one (1) controller (B)(6), and two (2) batteries (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed four (4) low flow alarms logged since (B)(6) 2026. Log file analysis revealed one (1) controller power-up event with an associated pump start event was logged on (B)(6) 2026 at 05:52:31, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 67% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 25% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for eight (8) seconds. No anomalies were recorded leading to the loss of power. As a result, the reported loss of power was confirmed. However, the reported power consumption involving the batteries could not be confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA additional products: controller (B)(6) h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Battery (B)(6) h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Battery (B)(6) h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.